Event description:
As reported by an affiliate, when the orbit rdfl complex mini coil (638mf0407/15638421) was being advanced for re-positioning in the internal carotid artery, the coil was stretched. The device was removed as a unit with the sl10 microcatheter with the coil still attached to the delivery system. The coil was being used for framing as the 1st coil. There was no patient injury and another microcatheter was used to complete the procedure. It was reported that there had been an adequate continuous flush maintained and there was no resistance/friction between the coil and microcatheter. There were no kinks on the microcatheter. The product is being returned for analysis.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but it has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was not returned for analysis. Complaint conclusion: as reported by an affiliate, when the orbit rdfl complex mini coil (638mf0407/15638421) was being advanced for re-positioning in the internal carotid artery, the coil was stretched. The device was removed as a unit with the sl10 microcatheter with the coil still attached to the delivery system. The coil was being used for framing as the 1st coil. There was no patient injury, and another microcatheter was used to complete the procedure. It was reported that there had been an adequate continuous flush maintained through the microcatheter, and there was no resistance/friction between the coil and microcatheter. There were no kinks on the microcatheter. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the complaint could not be confirmed. Based on the information provided, it is not possible to determine the root cause of the coil stretching or determine what factors may have contributed to the event. There is no evidence provide to indicate that the complaint was related to a device design or manufacturing issue, therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis. Updated complaint conclusion: as reported by an affiliate, when the orbit rdfl complex mini coil (638mf0407/15638421) was being advanced for re-positioning in the internal carotid artery, the coil was stretched. The device was removed as a unit with the sl10 microcatheter with the coil still attached to the delivery system. The coil was being used for framing as the 1st coil. There was no patient injury, and another microcatheter was used to complete the procedure. It was reported that there had been an adequate continuous flush maintained through the microcatheter, and there was no resistance/friction between the coil and microcatheter. There were no kinks on the microcatheter. A non-sterile orbit rdfl complex mini coil was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and it was without damage. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of a stretched coil was confirmed through product analysis. The application of excessive force while re-positioning the coil may have contributed to the stretching, but the root cause of the stretching could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore, no corrective action will be taken at this time.